Event description:
Device malfunction: device #1 cuff miss. Time of malfunction: during vessel closure. Symptoms/ae: failure to achieve hemostasis. It was reported that a physician trained in the use of the proglide device attempted arteriotomy closure of the femoral artery after an interventional procedure. Reportedly, a cuff miss was experienced and a second proglide was attempted with the same results. Hemostasis was achieved using manual compression. There were no patient effect. Though requested, no additional information was provided.

Manufacturer narrative:
The customer reported that the device was discarded. The lot number was not provided; therefore, a device history record review could not be performed. Device #2: proglide, part #12673-03, lot #unk indicated is being filed under a separate medwatch MFR number.